Event description:
On (B)(6)/2009, the patient reported, the adhesive on his insulin infusion sets are not properly adhering. He stated, he began to notice this about a month ago. The patient stated, he perspires more in the summer months. He said, he uses prep wipes on his site area and allows the area to dry before using a liquid adhesive and inserting his infusion head set using an insertion device. He stated, he has been using his upper arms as his site area. The patient was educated on insertion techniques and the sandwich technique. Courtesy transparent dressing was sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.